Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called for assistance programming the insulin pump. Customer reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. Assisted customer with programming the insulin pump. Product is not being returned or replaced.